Event description:
It was observed that during the device evaluation, the subject device exhibited an air leakage at connector rating plate and pixel defects. There was no patient involvement.

Manufacturer narrative:
The device evaluation as noted in section b5, found an air leakage at the connector rating plate and pixel defects. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.